Event description:
Ous MDR - after an implantation time of about 59 months inappropriate shocks were reported. The device and lead were explanted and returned for analysis.

Manufacturer narrative:
The returned lead underwent extensive analysis. During the lead analysis, the insulation exhibited wear 18.5 cm distal to the is-1 connector pin and coating of the lead cable to the ring electrode was damaged at this point as well. This damage is highly likely the cause of the clinical complaint. The lead showed flashover signs at this point. The analysis yielded no evidence to suggest a materials defect or a manufacturing defect. Moreover, the damage showed significant mechanical loads during the service life. The position and type of wear suggest a simultaneous occurrence of great pressure of the lead on the ICD housing and also the lead rubbing against the ICD housing. There is no x-ray imaging or other diagnostic imaging available that would provide information about the locational relationship of the implanted system in the body.